Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly during displacement and a21 test. No a21 alarm noted during our testing, however moisture damage was found on the electronic and motor assemblies. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received an unexpected restart alarm during normal use. The insulin pump had not been stored or for an extended period time, and the alarm occurred multiple times. Customer's blood glucose was 375 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.